Event description:
It was reported the stent separated during the second attempt of clot retrieval. Another stent was then used in an attempt to retrieve the previously detached stent, but without success. The procedure ended and the patient's carotid artery remained occluded.

Manufacturer narrative:
The stent was implanted in the patient and the pushwire has not been returned for evaluation. (B)(4)